Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding'), pregnancy with contraceptive device ('post-implant pregnancy'), abortion spontaneous ('9 weeks missed ab') and neuromyopathy ('neuromuscular problems') in an adult female patient who had essure (batch no. 748471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 4, chickenpox, anemia iron deficiency, anxiety, bipolar disorder, (B)(6), kidney infection, kidney stones, migraine and pneumonia. Concurrent conditions included amenorrhea, nausea, abdominal pain lower, breast tenderness, fatigue, vaginal discharge, urinary urgency, urinary frequency, perineal pain, bleed in luteal cyst and chronic cervicitis. Concomitant products included diazepam (valium), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and ketorolac tromethamine (toradol). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), infection ("infection"), urinary tract disorder ("urinary problem"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), menorrhagia ("severe periods /menorrhagia"), fungal infection ("several yeast infections"), bacterial vaginosis ("bacterial vaginosis (several times),"), post-traumatic stress disorder ("ptsd"), anxiety ("anxiety"), depression ("depressive disorder"), paraesthesia ("tingling in hands and feet"), arthritis ("arthritis in shoulders"), arthralgia ("joint pain around hips"), migraine ("migraines"), adenomyosis ("adenomyosis"), dysmenorrhoea ("dysmenorrhea") and stress urinary incontinence ("female stress incontinence"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain (gained 50 ibs after essure),"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy suction d & c laparoscopic bilateral tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, neuromyopathy, infection, urinary tract disorder, allergy to metals, dyspareunia, menorrhagia, fungal infection, bacterial vaginosis, post-traumatic stress disorder, anxiety, depression, weight increased, paraesthesia, arthralgia, migraine, adenomyosis, dysmenorrhoea and stress urinary incontinence outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adenomyosis, allergy to metals, anxiety, arthralgia, arthritis, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, infection, menorrhagia, migraine, neuromyopathy, paraesthesia, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, stress urinary incontinence, urinary tract disorder and weight increased to be related to essure. The reporter commented: insertion details:the number of expanded coils that appeared trailing into the uterine cavity was 4 and 3. Date(s) of removal: (B)(6) 2016, (B)(6) 2013 type of surgery: laparoscopic assisted vaginal hysterectomy, suction dilation and curettage laparoscopic bilateral tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming:dysmenorrhea, dyspareunia, menorrhagia, stress urinary incontinence. Adenomyosis, pelvic pain. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), perforation ('perforation') and neuromyopathy ('neuromuscular problems') in an adult female patient who had essure (batch no. 748471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4, chickenpox, anemia iron deficiency, anxiety, bipolar disorder, genital herpes, kidney infection, kidney stones, migraine and pneumonia. Concurrent conditions included amenorrhea, nausea, cramp in lower abdomen, breast tenderness, fatigue, vaginal discharge, urinary urgency, urinary frequency, perineal pain, bleed in luteal cyst and chronic cervicitis. Concomitant products included diazepam (valium), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and ketorolac tromethamine (toradol). On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abortion spontaneous ("9weeks missed ab"), neuromyopathy (seriousness criterion medically significant), infection ("infection"), urinary tract disorder ("urinary problem"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), menorrhagia ("severe periods /menorrhagia"), fungal infection ("several yeast infections"), bacterial vaginosis ("bacterial vaginosis (several times),"), post-traumatic stress disorder ("ptsd"), anxiety ("anxiety"), depression ("depressive disorder"), paraesthesia ("tingling in hands and feet"), arthritis ("arthritis in shoulders"), arthralgia ("joint pain around hips"), migraine ("migraines"), adenomyosis ("adenomyosis"), dysmenorrhoea ("dysmenorrhea") and stress urinary incontinence ("female stress incontinence"), was found to have a pregnancy with contraceptive device ("post-implant pregnancy") and was found to have weight increased ("weight gain (gained 50 ibs after essure),"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy suction d & c laparoscopic bilateral tubal ligation). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, perforation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, neuromyopathy, infection, urinary tract disorder, allergy to metals, dyspareunia, menorrhagia, fungal infection, bacterial vaginosis, post-traumatic stress disorder, anxiety, depression, weight increased, paraesthesia, arthralgia, migraine, adenomyosis, dysmenorrhoea and stress urinary incontinence outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adenomyosis, allergy to metals, anxiety, arthralgia, arthritis, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, infection, menorrhagia, migraine, neuromyopathy, paraesthesia, pelvic pain, perforation, post-traumatic stress disorder, pregnancy with contraceptive device, stress urinary incontinence, urinary tract disorder and weight increased to be related to essure. The reporter commented: insertion details:the number of expanded coils that appeared trailing into the uterine cavity was 4 and 3. Date(s) of removal: (B)(6)2016, (B)(6)2013. Type of surgery: laparoscopic assisted vaginal hysterectomy, suction dilation and curettage laparoscopic bilateral tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming:dysmenorrhea, dyspareunia, menorrhagia, stress urinary incontinence. Adenomyosis, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received-new event perforation was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), perforation ('perforation') and neuromyopathy ('neuromuscular problems') in an adult female patient who had essure (batch no. 748471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4, chickenpox, anemia iron deficiency, anxiety, bipolar disorder, genital herpes, kidney infection, kidney stones, migraine and pneumonia. Concurrent conditions included amenorrhea, nausea, cramp in lower abdomen, breast tenderness, fatigue, vaginal discharge, urinary urgency, urinary frequency, perineal pain, bleed in luteal cyst and chronic cervicitis. Concomitant products included diazepam (valium), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and ketorolac tromethamine (toradol). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abortion spontaneous ("9weeks missed ab"), neuromyopathy (seriousness criterion medically significant), infection ("infection"), urinary tract disorder ("urinary problem"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), menorrhagia ("severe periods /menorrhagia"), fungal infection ("several yeast infections"), bacterial vaginosis ("bacterial vaginosis (several times),"), post-traumatic stress disorder ("ptsd"), anxiety ("anxiety"), depression ("depressive disorder"), paraesthesia ("tingling in hands and feet"), arthritis ("arthritis in shoulders"), arthralgia ("joint pain around hips"), migraine ("migraines"), adenomyosis ("adenomyosis"), dysmenorrhoea ("dysmenorrhea") and stress urinary incontinence ("female stress incontinence"), was found to have a pregnancy with contraceptive device ("post-implant pregnancy") and was found to have weight increased ("weight gain (gained 50 ibs after essure),"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy suction d & c laparoscopic bilateral tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, perforation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, neuromyopathy, infection, urinary tract disorder, allergy to metals, dyspareunia, menorrhagia, fungal infection, bacterial vaginosis, post-traumatic stress disorder, anxiety, depression, weight increased, paraesthesia, arthralgia, migraine, adenomyosis, dysmenorrhoea and stress urinary incontinence outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adenomyosis, allergy to metals, anxiety, arthralgia, arthritis, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, infection, menorrhagia, migraine, neuromyopathy, paraesthesia, pelvic pain, perforation, post-traumatic stress disorder, pregnancy with contraceptive device, stress urinary incontinence, urinary tract disorder and weight increased to be related to essure. The reporter commented: insertion details:the number of expanded coils that appeared trailing into the uterine cavity was 4 and 3. Date(s) of removal: (B)(6) 2016, (B)(6) 2013. Type of surgery: laparoscopic assisted vaginal hysterectomy, suction dilation and curettage laparoscopic bilateral tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming:dysmenorrhea, dyspareunia, menorrhagia, stress urinary incontinence. Adenomyosis, pelvic pain. Lot number:748471, manufacturing date:2010/06, expiration date:2013/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality-safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding'), pregnancy with contraceptive device ('post-implant pregnancy'), abortion spontaneous ('9 weeks missed ab') and neuromyopathy ('neuromuscular problems') in an adult female patient who had essure (batch no. 748471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4, chickenpox, anemia iron deficiency, anxiety, bipolar disorder, genital herpes, kidney infection, kidney stones, migraine and pneumonia. Concurrent conditions included amenorrhea, nausea, cramp in lower abdomen, breast tenderness, fatigue, vaginal discharge, urinary urgency, urinary frequency, perineal pain, bleed in luteal cyst and chronic cervicitis. Concomitant products included diazepam (valium), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and ketorolac tromethamine (toradol). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), infection ("infection"), urinary tract disorder ("urinary problem"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), menorrhagia ("severe periods /menorrhagia"), fungal infection ("several yeast infections"), bacterial vaginosis ("bacterial vaginosis (several times),"), post-traumatic stress disorder ("ptsd"), anxiety ("anxiety"), depression ("depressive disorder"), paraesthesia ("tingling in hands and feet"), arthritis ("arthritis in shoulders"), arthralgia ("joint pain around hips"), migraine ("migraines"), adenomyosis ("adenomyosis"), dysmenorrhoea ("dysmenorrhea") and stress urinary incontinence ("female stress incontinence"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain (gained 50 ibs after essure),"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy suction d & c laparoscopic bilateral tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, neuromyopathy, infection, urinary tract disorder, allergy to metals, dyspareunia, menorrhagia, fungal infection, bacterial vaginosis, post-traumatic stress disorder, anxiety, depression, weight increased, paraesthesia, arthralgia, migraine, adenomyosis, dysmenorrhoea and stress urinary incontinence outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adenomyosis, allergy to metals, anxiety, arthralgia, arthritis, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, infection, menorrhagia, migraine, neuromyopathy, paraesthesia, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, stress urinary incontinence, urinary tract disorder and weight increased to be related to essure. The reporter commented: insertion details:the number of expanded coils that appeared trailing into the uterine cavity was 4 and 3. Date(s) of removal: on (B)(6) 2016, on (B)(6) 2013. Type of surgery: laparoscopic assisted vaginal hysterectomy, suction dilation and curettage laparoscopic bilateral tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming:dysmenorrhea, dyspareunia, menorrhagia, stress urinary incontinence. Adenomyosis, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.